Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 254mg/dl. The customer stated that the paramedics came to home to treat his low glucose level. Troubleshooting was performed. The programming and the settings on the insulin pump were correct. Reviewed the bolus history and it appears that the customer double bolused for lunch. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.